Event description:
It was reported that upon receipt, the urinary catheter appeared to have been "folded". During urethra introduction, the urinary catheter 'folded precisely at the point of initial folding' when being inserted. No pt injuries were reported.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.